Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative and the evaluation performed by a carefusion factory service representative. The carefusion technical support specialist in conjunction with the customer identified a faulty blender module as the most likely root cause in this event. Based on the serial number, this blender module has been in service for 7 years. The carefusion service representative evaluated the blender module and identified the need for a factory rebuild. This preventive maintenance is considered the root cause in this event. The carefusion service representative replaced the affected components and ran the blender module through a complete checkout to ensure it meets all factory specs. Upon completion the blender module was returned to the customer to be reinstalled on device and then placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2012. "Customer claims this unit safety solenoid is leaking, he wants to send the blender in for the o.h. He is requesting a RMA#." The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2012. Safety solenoid o2 leak. Ventilator physically working, had o2 leak. Blender module sent to manufacturer. Repaired, returned to facility, passed testing, returned to service. Manufacturer response for ventilator, (brand not provided) (per site reporter) blender module sent to manufacturer to be repaired and was returned to facility to be back in service. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".